Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). It was reported that the trocar had breakage after pneumoperitoneum installation. All med watch submissions related to ths report are: 9610612-2018-00233, 9610612-2018-00234.